Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that after cataract surgery a patient experienced severe corneal edema by using an ophthalmic operating system and three handpieces. Additional information has been requested but is not available at the time of this report. Only one handpiece was used during the procedure; however, it is not known which of the three handpieces was used for this patient. Additional information has been received stating that the patient experienced a significant postoperative decrease in vision, limited to hand motion, due to corneal edema with associated corneal opacity. The edema persisted for more than 10 days after surgery and showed a slow, gradual improvement with corticosteroid treatment. The patient is showing progressive improvement.